Manufacturer narrative:
The event occurred in germany, prior to use. It was reported that the was a failure regarding a bubble sensor and it needed to be replaced. The flow/bubble sensor was affected. The sensor would alarm that it was defective. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. A getinge technician was contacted by the customer. A picture of the flow/bubble sensor was provided, and no visible damage was observed on the sensor head or its cable. The customer ordered a replacement flow/bubble sensor. The customer has not requested further service from the getinge technician. As no on-site service was requested by the customer, no further investigation regarding the exact root cause could be performed. However, a similar failure was investigated by the getinge life-cycle-engineering, with the following conclusion: the most probable root causes are: - bent pins, - eprom within the connector defective, - cable clamping. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The review of the non-conformities has been performed on 2026-06-01 for the period of 2021-08-31 to 2026-05-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-08-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "art. Bubble sensor defective" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the germany market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in germany, prior to use. It was reported that the was a failure regarding a bubble sensor and it needed to be replaced. The flow/bubble sensor was affected. The sensor would alarm that it was defective. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. Complaint ID (B)(4).